Manufacturer narrative:
Analysis of the returned sheath found the external valve torn on the outer face and the internal valve torn on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The available information did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During insertion of the faradrive steerable sheath clear, the physician aspirated air into syringe through the 3-way stopcock. No air was observed in the patient. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During insertion of the faradrive steerable sheath clear, the physician aspirated air into syringe through the 3-way stopcock. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.